Event description:
Caller reported that their pump screen was dark and wouldn't turn on, with accompanying red led flash and intermittent beep and vibration. Blood glucose remained within the range of 54-500 mg/dl, indicating no adverse impact. To address the issue, cts decided to replace the pump, confirmed the shipping address, and instructed the caller to use an alternate therapy, mdi, for insulin delivery. Cts also guided the caller on how to put the pump into storage mode and return it with a pre-paid label within 10 days.